Event description:
A user facility reported to olympus, the visera 4k uhd camera control unit exhibited e116 otv error (camera control unit malfunctions). The event occurred during an unknown diagnostic procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. According to the evaluation the returned device had no exterior damaged but visual inspection of the inside found the fan sub assembly was blocked with foreign material sucked in through vent hole (packing material stuck between fan blades). The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the customer that the event occurred before planning of the procedure.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following field was updated: h4, h6 and h10 the subject device was returned to olympus for device evaluation and the investigation was unable to confirm the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, according to the investigation results, the following facts noticed from the investigation showed that the reported phenomenon seemed to have occurred because a packing material was clogged in the fan of the device. In additional, according to the service manual, e116 is an error indicating faulty ccu and this error occurs when cpu fan stops, gpu fan stops, or dimm/gpu/cpu/mb/ssd/power supply components failed. Olympus will continue to monitor field performance for this device.